Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of multi-organism peritonitis with hospitalization and temporary transition to in-center hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The patient¿s pd cultures resulted in three different organisms, all of which are associated with peritonitis by touch contamination and a lack of aseptic technique. All of these organisms can lead to poor prognosis for the patient and high failure rates with pd therapy. Based on the information and no allegation or evidence of a defect, the liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a pd patient had peritonitis. Additional information was obtained through follow-up with the pdrn. The patient presented to the pd clinic on (B)(6) 2022 with complaints of abdominal pain. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 2g for one 6-hour exchange daily at home. The pd culture resulted positive for serratia marcescens. The white blood cell (wbc) count was 9.7 and the pd fluid wbc was 154. On (B)(6) 2022 the patient was admitted to the hospital and repeat cultures were obtained. These cultures resulted positive for candida tropicalis. The ceftazidime was discontinued. The patient was administered a one-time dose of ceftriaxone 2g intravenous push (ivp). On (B)(6) 2022 a culture of the patient¿s pd catheter tip was obtained. This was positive for enterococcus faecalis. The patient¿s pd catheter was pulled on the same date and the patient transitioned to hemodialysis (hd). The antibiotics were adjusted again, and the patient was prescribed ceftriaxone 1g ivp every m-w-f beginning (B)(6) 2022 and to continue in the clinic. This continued as IV with hd treatment three times a week for two weeks beginning on (B)(6) 2022. The patient was discharged on (B)(6) 2022 and began in-center hd on (B)(6) 2022. The patient continued in-center hd until (B)(6) 2022. The cause of the peritonitis event was a lack of aseptic technique by the patient.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a pd patient had peritonitis. Additional information was obtained through follow-up with the pdrn. The patient presented to the pd clinic on (B)(6) 2022 with complaints of abdominal pain. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 2g for one 6-hour exchange daily at home. The pd culture resulted positive for serratia marcescens. The white blood cell (wbc) count was 9.7 and the pd fluid wbc was 154. On (B)(6) 2022 the patient was admitted to the hospital and repeat cultures were obtained. These cultures resulted positive for candida tropicalis. The ceftazidime was discontinued. The patient was administered a one-time dose of ceftriaxone 2g intravenous push (ivp). On (B)(6) 2022 a culture of the patient¿s pd catheter tip was obtained. This was positive for enterococcus faecalis. The patient¿s pd catheter was pulled on the same date and the patient transitioned to hemodialysis (hd). The antibiotics were adjusted again, and the patient was prescribed ceftriaxone 1g ivp every m-w-f beginning (B)(6) 2022 and to continue in the clinic. This continued as IV with hd treatment three times a week for two weeks beginning on (B)(6) 2022. The patient was discharged on (B)(6) 2022 and began in-center hd on (B)(6) 2022. The patient continued in-center hd until (B)(6) 2022. The cause of the peritonitis event was a lack of aseptic technique by the patient.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. The alleged event is confirmed since the incident was caused by the user.